Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received, a supplemental form will be completed.

Event description:
Received information regarding multiple cartridges leaking from the septum. Customer's blood glucose level was not impacted.